Event description:
It was reported the patient had a jolting sensation normally when using the patient programmer (pp). The patient was redirected to health care provider (hcp). There was no known outcome reported. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID: 3888-45, lot# va08w7z, implanted: (B)(6) 2013, product type: lead. Product ID: 3888-45, lot# va08w7z, implanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient.(B)(4).